Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was administered to address bg. Customer changed supplies to address the issue.